Manufacturer narrative:
Follow-up # 1 date of submission 07/21/2014-device evaluation: the pump has been returned and evaluated by product analysis on 07/09/2014 with the following findings:during a visual inspection of the pump, moisture was visible behind the pump display lens. No damage was observed to the battery compartment, and the battery cap secured properly to the pump. Corrosion due to moisture was found on the underside of the battery cap. The audio bolus button cover was also missing. During testing, the pump was powered on with a blank display screen and no vibratory alarms; however, audible tones were emitted upon booting the pump. A leak test was performed and confirmed a bolus button and battery compartment leak. The pump case was removed and further evidence of moisture ingress was found.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging a power (moisture ingress) issue. It was reported that the pump intermittently lost power. Moisture was also reportedly visible behind the display lens, and the yellow o-ring of the battery cap was visible while the cap was attached to the pump. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.